Event description:
The customer stated she was hospitalized for diabetic ketoacidosis and the blood glucose reading was 536mg/dl. The customer stated she felt like she was having a heart attack, but her cardiologist stated that her heart was fine. The customer was treated in the emergency room, then released. The customer then stated that after the hospitalization, she experienced low blood glucose levels as low as 32mg/dl. The customer stated she had previously performed a prime test and the insulin pump passed. The customer did not have the tubing clamp to perform the high pressure test. The customer did not feel comfortable with the insulin pump and asked to have it replaced.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.